Event description:
The event is reported as: complaint alleges: jamming during use. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Device sample not returned to MFR in time for this report. Root cause - unk. MFR will continue to trend related complaints.